Manufacturer narrative:
No device failure. The purpose of the removal of the initial device was to provide additional decompression and discectomy to relieve the pt's pain. The initial device performed as intended by providing the necessary fixation as needed at the time. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
A patient underwent initial lumbar surgery for spinal decompression, microdiscectomy, and interspinous process fixation. During a f/u with the surgeon approx three weeks post-op, the pt was still experiencing pain. A plan was made for a full plif with pedicle screws at two levels. During the revision surgery, the surgeon noted that the original device was securely affixed and performing as intended. An MRI showed residual disc which was the reason for the pt's pain. The initial device was removed and it was noted that there was no damage to tissue or bony structure. The surgeon performed further decompression with successful plif.